Event description:
Related manufacturer reference number: 2017865-2022-03094. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021, and the right ventricular (rv) lead exhibited oversensed noise. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Event description:
Related manufacturer reference number: 2017865-2022-03094 it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021, and the right ventricular (rv) lead exhibited oversensed noise which led to pacing inhibition. The device was explanted and replaced, and the rv lead was capped and replaced on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
Correction: previously reported b5 should have included "which led to pacing inhibition."